Event description:
Disposable defibrillation/ECG electrodes were connected to the pt's chest and then the defibrillation cable was connected to the electrodes. Reportedly, shortly after device power on, a device display of "connect electrodes" was observed. The operator checked connections and cycled device power in an unsuccessful attempt at resolution.